Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 68 mg/dl. The customer was treated for the low blood glucose with juice. The customer stated that their insulin pump failed them. Caller reports that all the insulin in the reservoir was gone. The customer was assisted with trouble shooting and the device passed the self test. The customer returned the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Several boluses were also delivered and the pump delivered all the bolus profiles properly, and it also matched the bolus history screens. No bolus anomaly was noted. The pump was downloaded to care link pro properly and all bolus deliveries were found at the care link report. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.